Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the brakes will set but do not hold on the foot end of the stretcher. No report of injury.